Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported implant exchange with no complaint against the device. Later patient reported "deflation", "symptoms of weakness" (-not device related-), "scar tissue" and "nose bleeds" (-not device related-). Later patient reported "I'm almost positive it is deflated and I think there has been a slow leak in there", "feeling so tired" and "my body is going to shut down and like my body is going to go into shock or something" (-not device related). This record is for the right side. Device remains implanted.